Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced pain at the insertion site of the infusion set and developed purulent ulcers on six occasions. The purulent ulcers were treated with a surgical intervention at the hospital. After experiencing pain at the insertion site, the patient replaced the infusion set. At the time the issue was reported, the patient was in a good condition.